Event description:
It was reported that this patient has been experiencing beeping from their device. Boston scientific technical services were contacted but were not provided data since the patient had not been enrolled in remote monitoring. The patient was subsequently brought in for evaluation where it was discovered the cause of the beeping to be several intermittent out of range shock impedance measurement from the right ventricular (rv) lead. The physician elected to enroll the patient in remote monitoring and continue with normal follow ups. No adverse patient consequences were reported and this device remains implanted and in service.